Event description:
A customer reported that during a procedure, the xenon light source was poor. The case was completed using the same equipment. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with cfr 803.56 when add'l reportable info becomes available. (B)(4).